Event description:
The customer reported the system is displaying a cine disk not found error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the cine disk drive connection and reformatted the cine disk. System operates as intended. (B) (4).